Event description:
It was reported by the mesh registry that a patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. The patient experienced wound erythema beginning on (B)(6) 2015. The patient received IV antibiotics that included vancomycin and was discharged on (B)(6) 2015 after the patient was transitioned to dicloxacillin. The issue was resolved on (B)(6) 2015. Then the patient developed a yeast infection beginning on (B)(6) 2015. The patient received a prescription for diflucan. The issue is ongoing. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/28/2019. Additional narrative: additional information received from the ihmr database for patient 015022. It is likely that patient is experiencing provoked thrombus in the setting of surgery, as both dvt occurrences have been post-operative complications. There was a l brachial vein dvt on ultrasound. Lovenox started (B)(6) 2015. The dvt began on (B)(6) 2015 and ended on (B)(6) 2015. This adverse event is not related to the product and possibly related to the procedure. Additional information received from the ihmr database for patient (B)(6). The patient experienced a yeast infection. A prescription for diflucan was given. The yeast infection began on (B)(6) 2015. This adverse event is not related to the product and possibly related to the procedure. Additional information: the patient experienced a dvt. The patient has ivcf that was placed in 2014. The history of pe and dvt (per records in (B)(6) 2014) s/p multiple abdominal surgeries in (B)(6) 2014 and a (B)(6) day hospital stay, including days in the ICU.